Event description:
The user facility reported that the housing fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed. Attempts are being made to obtain additional information about the event.

Event description:
The user facility reported that the housing fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. It was indicated the procedure was completed successfully with unspecified medical intervention. Attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device not available.